Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown ''error'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) (year not specified). The patient manages her diabetes with insulin (type/ amount not specified. It is not known if the patient made changes to her usual diabetes management routine. An hour after the start of the alleged issue, the patient claims she felt a symptom of shaky. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.